Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lv lead dislodged. The physician attempted to place a new lv lead in another target vessel but couldn't gain access. This chronic lv lead was repositioned slightly and remains actively implanted.